Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2005. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that after implantation patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent mesh revision by implanting surgeon on (B)(6) 2005 and (B)(6) 2006. It was further reported that patient underwent the following additional procedures: (B)(6) 2005: tape repair by implanting surgeon, (B)(6) 2006- cystoscopy, (B)(6) 2006: excision of exposed vaginal tape by implanting surgeon (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with a cystoscopy, incision and drainage of cyst, due to sui, intrinsic sphincter deficiency, and right inclusion cyst. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2006, due to exposed mesh, vaginal pain, and left mons lesion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 6/10/2016.

Manufacturer narrative:
(B)(4).